Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the force bipolar instrument be returned for evaluation, but it has not yet been returned. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the instrument log for the force bipolar (part number 471405-06/lot number k10210921 0106) associated with this event has been performed. Per logs, the force bipolar instrument was last used in a procedure on (B)(6) 2022 via system sk3510. The alleged instrument had 1 use remaining after the last procedural use. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system sk3510. No image or video of the procedure was provided for review. This complaint is considered a reportable malfunction and adverse event due to the following conclusion: it was alleged that the force bipolar jaws broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, the 8mm force bipolar instrument jaws broke off and the fragment was retrieved during the same surgical procedure. The procedure was completed as planned with no reported injury. The force bipolar instrument is a multi-use instrument with bipolar energy capability. This instrument is designed for dissection, grasping, retraction, and bipolar coagulation of tissue. This instrument allows the user to temporarily apply a strong grip mode, depending on surgical needs. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 25-may-2022: all fragments were retrieved during the same procedure and was confirmed under direct visualization noted during procedure. There were no post-operative tests like an x-ray or ultrasound performed to check for remaining fragments. The surgeon believed that the issue was caused due to repeated usage of the force bipolar instrument. The instrument springs were already damaged prior to start and the instrument jaws were not opening and closing appropriately noted by the surgeon who then noted that the entire top of the jaw was loose. The surgeon was opening a 5mm bag when the issue occurred. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure but noted that this occurred at the start of the procedure. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The fragment(s) did not fall inside the patient during an instrument tip / accessory collision. The force bipolar instrument was not removed during the procedure (prior to breakage). Upon final removal, the instrument wrist was straightened. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. There was no patient injury and the patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The instrument is available for return to isi for evaluation.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. The force bipolar instrument was found to have a broken grip at the groove base and the distal tip. Fa found the primary failure of a broken grip to be related to the customer reported complaint. A piece approximately 0.13" x 0.07" was found to be broken off at the groove base. A piece approximately 0.62" x 0.20" was found broken off the distal end of the grip assembly. The broken pieces were not returned. The root cause is attributed to mishandling/misuse, such as excessive force applied to the instrument jaws. Additional observations not reported by the customer was also identified: the molded insulator of the force bipolar instrument grip tip was broken off and a piece approximately 0.43" x 0.1" was found to be broken off the grip assembly. The broken piece was not returned. The root cause is attributed to mishandling/misuse, such as excessive force applied to the instrument jaws. Fa found the additional failure of a broken molded insulator to be related to the customer reported complaint. The force bipolar instrument was found with damaged insulation to the conductor wire near the groove base of the grip assembly. The material appeared to be scraped off approximately 0.05" x 0.03". Bare wire was exposed. The missing material was not returned. The force bipolar instrument passed the electrical continuity test. There was no thermal damage observed. Fa found the additional failure of insulation damage - conductor wire to be related to the customer reported complaint.